Manufacturer narrative:
This report was inadvertently submitted under manufacturer number 1020279, the correct manufacturer number is 9613369.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the revision surgery, another medical intervention under anesthesia (closed reposition) was performed due to a luxation.

Manufacturer narrative:
It was reported that after the revision surgery, another medical intervention under anesthesia (closed reposition) was performed due to a luxation. The complained device is still in situ with the patient and could therefore not be returned for investigation. A review of the complaint history revealed no additional complaint for the batch in question. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. A medical investigation was conducted. The provided x-rays confirm the reported luxation and reduction. However, the medical cause of the luxation cannot be concluded with the available information. The instructions for use, lists dislocation as a known possible side effect resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on available information there is no indication that the device failed to match specification at the time of manufacturing or contributed to the reported issue in any way. Therefore, the need for corrective action is not indicated. The root cause is attributed to a known inherent risk of the device. Smith + nephew will continue to monitor this device for similar issues.